Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings customer stated that about 4 weeks ago in the middle of the night her sensor was reading low at 64 mg/dl. When the customer tested her blood glucose level was 400 mg/dl. Customer bolused and her blood glucose went back down. Customer replaced sensor and the issue resolved. Customer declined troubleshooting. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.